Event description:
On (B)(6) 2025. A patient underwent for a port placement procedure using powerport isp m.r.I. Implantable port, groshong single-lumen, 8f. During the procedure, the tip of guidewire allegedly found frayed. It was further reported that guidewire allegedly could not be inserted. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025. A patient underwent for a port placement procedure using power port isp m.r.I. Implantable port, groshong single-lumen, 8f. It was reported that during a port placement procedure the tip of dilator allegedly found frayed. It was further reported that guidewire allegedly could not be inserted. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was returned for evaluation. Visual, microscopic, and functional evaluations were performed on the returned device. Deformation was noted on both the distal tip of the vessel dilator and distal end of the sheath. No other anomalies were noted. An attempt to remove the loaded vessel dilator from the peel-apart sheath was performed and retracted without issue. No resistance was felt during attempt. An attempt to load the vessel dilator to the peel-apart sheath was performed and was successful. The vessel dilator was able to lock into place without issue. No resistance was felt during attempt. Therefore, the investigation is confirmed for the identified deformation issues as the distal end surface was deformed. However, the investigation is unconfirmed for the reported fracture as no fracture was noted on device. The investigation is inconclusive for the reported failure to advance as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.